Event description:
The initial reporter received questionable elecsys hbsag immunoassay results from 1 patient on a cobas e 801 analytical unit. The patient had 2 samples collected at the same time. Both samples were measured on the same analyzer. On the first sample, the initial hbsag result was non-reactive (0.470 c.o.I.). On the second sample, the initial hbsag result was reactive (4.98 c.o.I.). Both samples were repeated on the same analyzer. The first sample's repeat result was non-reactive (0.0349 c.o.I). The second sample's repeat result was reactive (3.41 c.o.I.). The initial results were reported outside of the laboratory. It is unknown which result was deemed correct. The reagent lot number is 59331100. The expiration date was requested but not provided.

Manufacturer narrative:
The alarm trace showed multiple clot detection alarms in the days leading up to the event. Both samples were sent to another laboratory for confirmation testing but one sample was canceled as "quantity not sufficient" and the other was canceled as a duplicate order. The doctor did not request a redraw. The customer has not reported any other issues. Based on the available data, a root cause could not be determined.